Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4), howmedica osteonics corp.¿s purchased certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
While using the tibial component impactor ref 920-0061 in a star total ankle case, the black plastic piece broke. We then used the joint space evaluator for final implantation of the tibial implant.

Manufacturer narrative:
The evaluation revealed the tibial barrel impactor plate to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 1,5 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The plate was found broken in half at the passage where the plate got thinner. At this point high forces can be applied in case bending will be performed to the attached tibial implant and plate. The breakage surface indicates a spontaneous forced fracture of the material. The plate breakage is attributed to a bending overload (use error). Bending is not necessary to implant the tibial component according to the operative technique. The previous manufacturer defined this clamp as exchangeable and described the repair of the clamp in their work instruction ¿wi pa 7-30¿. Stryker development team did not include the work instruction in their literature; the further plan for this failure pattern is not defined so far. Future complaints will be monitored; in case a recurring issue will be identified the case will be evaluated according to pms trending procedure dqi 13-004. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
While using the tibial component impactor ref 920-0061 in a star total ankle case, the black plastic piece broke. We then used the joint space evaluator for final implantation of the tibial implant.